Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing bleeding after inserting the adc freestyle libre sensor. The customer was unable to self-treat and had contact with a healthcare professional who applied ¿filament¿ to stop the bleeding. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m000f5rt5h was returned and investigated. Performed visual inspection on the returned sensor pack, no issues were observed. The lid was completely peeled off and no issue was observed with the platform. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and properly seated on the mount. No failure modes were observed upon visual inspection of the sensor plug. However, unable to perform further investigation due to the applicator not returned. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the applicator is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing bleeding after inserting the adc freestyle libre sensor. The customer was unable to self-treat and had contact with a healthcare professional who applied ¿filament¿ to stop the bleeding. No further treatment was required. There was no report of death or permanent impairment associated with this event.